Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "I have a stryker knee replacement. I do not recall reading about its sensitivity to cold. I walked out of doors in approximately 15 degree weather, as I have many times. This time, however, my knee literally locked up! Since (B)(6), over a month now, that knees has been stiff and sore. Walking was difficult initially, and now it hurts occasionally. Riding a bike was going so well after post-surgery physical therapy. I had to redo some of the range of motion activities to get range of motion back to pre-21 (B)(6) status. My knee is still sensitive to cold. It would have been really nice to have known about cold sensitivity prior to this "freeze up". I am bundling up a lot when I go out nowadays, even just to run errands".

Manufacturer narrative:
Additional information was received from the patient to state that they were mistaken and her knee isn't a stryker product. Therefore, this MDR is being cancelled.

Event description:
No new information.